Event description:
Litigation alleged the patient suffered pain, inability to walk and exposure to excessive levels of chromium and cobalt as a result of the detached and/or loosened asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2014-10613. This report, 1818910-2012-75930, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-10613. Depuy still considers this investigation closed.

Event description:
Update rec'd 1/8/2014 - sales rep reported revision surgery. Patient was revised to address metallosis, a cyst, and elevated metal ion levels. There is no new additional information that would affect the investigation. Update rec'd 04/11/2014 - plaintiff's preliminary disclosure form was received. There was no new information that would change the outcome of the investigation. This complaint was updated on: 05/06/2014.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.